Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear at the balloon, approximately 4.5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. The review of the lhr (lot f1219801) indicated that the device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient, underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained at the femoral head, via a 6f sheath (model unknown). Peri-procedure, the patient was anticoagulated with heparin and angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel approximately 5mm in size. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon pressure went down during pullback, no resistance was felt, and the device came out of the patient. The patient was converted to approximately 20 minutes of manual compression. Hemostasis was achieved. The patient was ambulated and discharged to home the same day ((B)(6) 2012) with no reported clinical sequela.